Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted. Device received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose. The customer¿s blood glucose level was 424 mg/dl and 513 mg/dl. The customer reported that the insulin pump had batteries which got dead and also insulin pump had blank display. The customer was unable to perform troubleshooting while call however, when asked if the customer was able to read screen and if the insulin pump was working as designed the customer responded yes. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.